Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a bronchial cuff tear was found during the cuff test. There was no patient involvement.

Manufacturer narrative:
"Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no signs of defect. Functional testing found that the returned unit was inflated using the parameters set out in if001 and deflated using a syringe. No issue was noted during inflation or deflation of tracheal and bronchial cuffs. The returned unit was inflated and deflated three times and no leakage was detected. The cuff bodies on the returned unit remained inflated for a four-hour period without any issue. It was reported that a bronchial cuff tear was found during the cuff test. The reported issue could not be confirmed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: test the cuffs, pilot balloons and valves of each tube by inflation prior to use. Insert a luer tip syringe into each cuff inflation valve housing and inject enough air to fully inflate the cuffs." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.